Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17158. 2017865-2020-17160. It was reported the patient presented with an infection. Vegetation was noted on the leads. The system was extracted successfully. The patient condition was unknown.

Manufacturer narrative:
Analysis was normal. No device problem found.